Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient who is enrolled in a clinical study had perilesional edema of both leads. The patient was asymptomatic and the edema was discovered on post operative imaging. A cranial CT scan was performed which showed parenchymal thickening along with trajectory of the electrodes in frontal regional bilaterally. Anti-edema therapy with soldesam was given and the event is resolving. The physician assessed the event to have a casual relationship to the procedure and the hardware and was not related to the stimulation.